Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the infusion set tubing detached from the transfer set connector piece. Caller reported experiencing elevated blood glucose level in the 350's mg/dl. No adverse event reported. Requested return of the alleged device for evaluation.